Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to intermittent device failure. A field service engineer replaced all in one, power supply and common sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was encountering intermittent problems, including power module failures, malfunctioning bio ID, screen blackouts, and unexpected station reboots. The customer stated that there was sporadic delay ranging from 30 seconds to up to 3 minutes in patient care. There were no adverse events or injuries reported based on this incident.